Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported failure to deflate was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and eccentric de novo lesion in the distal arteriovenous fistula artery. A 5x40mm armada 35 balloon catheter was advanced and inflated without issue; however, the balloon would not deflate even after three attempts. The balloon catheter was removed with the balloon inflated without issues. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.